Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), infection ("infection nos"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), arthralgia ("joint pain") and migraine ("migraines"). The patient was treated with surgery (robotic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menometrorrhagia, infection, allergy to metals, genital haemorrhage, dyspareunia, arthralgia and migraine outcome was unknown. The reporter considered allergy to metals, arthralgia, dyspareunia, genital haemorrhage, infection, menometrorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion devices are present within the fallopian tubes with occlusion of the fallopian tubes to any retrograde flow of contrast. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), infection ("infection nos"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), arthralgia ("joint pain") and migraine ("migraines"). The patient was treated with surgery (robotic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menometrorrhagia, infection, allergy to metals, genital haemorrhage, dyspareunia, arthralgia and migraine outcome was unknown. The reporter considered allergy to metals, arthralgia, dyspareunia, genital haemorrhage, infection, menometrorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion devices are present within the fallopian tubes with occlusion of the fallopian tubes to any retrograde flow of contrast. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2020: : quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.